Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cs100 intra-aortic balloon pump (iabp) had leak in iabp circuit. No patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h2, h11

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states the inspection found that the balloon catheter ruptured, causing blood to flow back into the iabp machine equipment, 3 pieces, as follows 1. Safety disk, 1 piece 2. Condensate removal module, 1 piece 3. Tubing, blood detect, iabp, 1 piece all parts exposed to blood must be replaced before the machine can be used normally conclusion: the machine cannot be used. The parts exposed to blood must be replaced first. The company will make a quotation for spare parts later. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation findings, medical device ¿ problem code.

Event description:
N/a

Manufacturer narrative:
Updated field : b4, g3, g6, h2, h11. Corrected field : g7.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6(component codes), h11. Corrected fields: e1(initial reporter). A getinge field service engineer (fse) was dispatched to evaluate the unit, he states the inspection found that the balloon catheter ruptured, causing blood to flow back into the iabp machine equipment, 3 pieces, as follows 1. Safety disk, 1 piece 2. Condensate removal module, 1 piece 3. Tubing, blood detect, iabp, 1 piece all parts exposed to blood must be replaced before the machine can be used normally conclusion: the machine cannot be used. The parts exposed to blood must be replaced first. Fse replaced pneu cmpnt m luer 1/16tb white, assy, safety disk, english, assy crm english and tubing, blood detect, iabp.

Event description:
N/a.